Event description:
After implantation of a flexible tube single end leader, an open end at the button site was detected when performing the check of catheter length. The implanted catheter could not be used for treatment and the dose distribution was inadequate. Damaged catheter has to be removed and new one has to be reimplanted.

Manufacturer narrative:
(B)(4).